Event description:
It was reported that two weeks post implant, the patient sneezed and felt chest pain. A patient alert was received. Lead perforation was found. The lead was explanted and replaced. Patient condition was fine after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.